Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. No patient injury occurred during treatment. Service confirmed damage on the tip membrane along the radio frequency trace. Investigation found damage to the radio frequency trace is caused by stress concentrations on the flex assembly at the adhesive edge that damage the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. Trending will be performed to monitor this issue. No further action is required at this time.

Manufacturer narrative:
Product was returned and evaluated. The tip passed flow and thermistor testing, it failed leak testing. Service could not confirm sparks, however a dielectric breakdown was observed. No functional testing could be performed due to presence of the dielectric breakdown. A review of the device history logs is in progress. The investigation is ongoing.

Event description:
During treatment, a tip sparked with 880 reps remaining. The patient did not feel any heat, they were assessed and no redness was observed. Tip was immediately removed and replaced to resume treatment. There was no injury or patient consequences.